Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump screens were jumping from one to the next without user intervention. The reporter stated that the pump bolus menu would come up randomly and the menu was unable to be navigated effectively. The reporter stated that the ok button appeared soft to the touch and seemed to be hyperresponding to presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/25/2013 with the following findings: the pump keypad was found to be fully intact with no peeling or damage observed. The up and down buttons were found to be intermittently responding to presses and the ok button was found to be hyper responsive. The keypad was removed and contamination was found under all of the keypad buttons. Unrelated to the complaint, the pump booted to the verify screen with a faded and discolored display. The display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.